Manufacturer narrative:
Device evaluation: a retained cartridge sample was evaluated by product analysis 01/16/2015 with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting loss of prime warnings and the patient subsequently experienced elevated blood glucose (bg) greater than 250mg/dl but less than 500mg/dl with no signs or symptoms of hyperglycemia. Troubleshooting indicated that the cartridge was being used per instructions for use and that rewind, load, and prime steps were completed after cartridge changes. Reportedly, the patient had not tried changing the cartridge to resolve the issue since the loss of prime warnings started. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported loss of prime issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.